Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope washing fluid tested positive for <10 colony forming units (cfus) of pseudomonas aeruginosa. The device was retested on (B)(6) 2025, and it tested positive for <16 cfus of pseudomonas aeruginosa. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the complaint investigation. Olympus provided the following result of the culture test, performed at the third-party lab: sampling date: (B)(6) 2025, sampling from: all channels, cfu: 6 (total), bacterial identification: rossellomorea sp, peribacillus sp and bacillus species. Based on the results of the investigation the reported event could not be confirmed, and the root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.